Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose level and was hospitalized on (B)(6) 2017 at 11 am. Blood glucose level of the customer when admitted to the hospital was 140 mg/dl and the customer¿s blood glucose level at the timer of the incident was 35 mg/dl. The customer's current blood glucose level was 86 mg/dl. The customer also reported that the they fell due to the low blood glucose level and the arm was broken. Cause of the hospitalization of the patient was a broken bone. The customer was treated with the food. The customer was assisted with the troubleshooting. The customer was alleging the insulin pump for the over delivery. The customer also reported that the insulin pump had a power loss alarm. The insulin pump will be returned for the analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08770 inches. Unit was received with cracked reservoir tube lip, cracked belt clip slot at battery tube threads area, cracked battery tube threads, minor scratched lcd window and stained end cap sticker.